Event description:
Physician reported that the revision was due to the pt experiencing pain at night with a sensation of rotational instability. The crutiate retaining polyethylene platform (tibial tray) appeared to be impinging and ulcerating the synovium on either of the posterior cruciate ligament.